Manufacturer narrative:
(B)(4). The guide wire with a coil fragment was returned for evaluation. The reported separation was confirmed on the returned guide wire. The fractured coil wire was elongated for approximately 55mm from the proximal solder originally located at 200mm from the tip. The fracture end of the exposed core wire was found at approximately 155mm from the proximal solder. Sem observation found a longitudinal crack with a bend on the core fracture end, suggesting repeated bending stress had contributed to fracture. The fracture end of the coil wire was flat and twisting marks were observed nearby. These findings suggested that the coil wire was fractured due to torsion that was generated as the coil structure got straightened when the guide wire was pulled out. The mid solder that fixed the coil wire onto the core wire was observed on the returned coil fragment. One fracture end of the coil fragment showed twisting marks that was seen on the fracture end of the coil wire. Another fracture end of the coil fragment was a cut end made by rotablator burr. Above findings indicated that approximately 45mm of the core wire (composed of an inner coil wire and a twist wire) and approximately 160mm of the coil wire excluding approximately 2mm of the mid solder segment were not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and the investigation outcome, it was presumed that bending stress that was likely applied in attempts to release the trapped guide wire had contributed to the core wire fracture. The applied bending stress would be accumulated on the core wire because the guide wire had been trapped in between the deployed stent and the arterial wall. The coil wire fracture was assumed to occur due to tensile stress generated upon wire removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a severely calcified 90% stenosis in #2 of the right coronary artery. After atherectomy with a rotablator was performed, an asahi guide wire was delivered to protect the rv branch and a stent was deployed in #1 through #2. Post dilation was performed and then the guide wire was removed when resistance was met as the guide wire was found trapped in between calcification and the deployed stent. Upon removal, the tip of the guide wire became separated and the coil wire became elongated. The remaining coil wire that was elongated in the artery was cut by the rotablator and the rest of the remaining tip was stented to the arterial wall. The patient was fine without problem after the procedure.